Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was 141 mg/dl. The customer stated that he had a blank screen. The customer stated that he did not receive a new transmitter. The customer stated that the wrong transmitter ID is not programmed in the pump. The customer stated that he was able to change the battery and reconnect to the sensor. The customer was advised to monitor the pump and call back if the issue persists.